Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00274. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was insufficient oxygen supply. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) conducted remote service for the reported issue. In a good faith effort (gfe) response received, the rse stated that the issue was resolved by regulating the pressure. No parts were replaced. The investigation concludes that no further action is required at this time.